Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with two mentor memorygel breast implants and suffered right-sided rupture and capsular contracture (grade unknown) postoperatively. The rupture was confirmed via an MRI that was performed on (B)(6) 2019. In addition, the patient reports that she feels generally unwell, and attributes that to her breast implants. As a result, the patient plans to undergo bilateral explantation on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was also received on (B)(6) 2020, patient underwent bilateral removal and replacement with non-mentor breast implants. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/29/2020. Device evaluation summary: according to the information received, it was reported that the patient developed generalized illness. The device was visually inspected and a two creases were found in the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device at the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).